Event description:
It was reported that the patient's entire pump system was removed due to infection. The patient presented to the emergency room (ER) 3 weeks prior to the explant of (B)(6) 2012, with a fever and skin redness from the pump pocket site to the umbilicus. Cultures were taken but the site and results were unknown to the reporter. The patient was started on keflex and an x-ray showed a large abscess and the location of the infection to be the pump pocket site. Upon explanting the pump, the pump pocket site was exposed and a wound culture was sent to the lab. The incision site was copiously irrigated and the patient was admitted for observation. The patient was discharged home on (B)(6) 2012 on intravenous antibiotics. There were no acute or chronic issues as of (B)(6) 2012. The medication in the pump was gablofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).